Event description:
During an in clinic follow-up, a sharp drop in battery voltage was observed. The physician alleged premature battery depletion to be the cause of the event. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported complaint of premature battery depletion was not confirmed. As received, device was operating in backup vvi mode due to exposure to low temperature following explant. A product code download was attempted and was unsuccessful due to the lack of remaining battery. After reloading the product code and installing a new battery, analysis was performed and no anomalies were observed. The original battery had depleted to end of life (eol) level. The implant duration was 9.42 years, which exceeded the device's 8.99 year projected longevity, and is considered normal battery depletion.